Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of motor error from the insulin pump. The customer's blood glucose reading was 144 mg/dl. The customer reported that the motor error occurred 3-4 times in the last week. The customer stated that the pump was not dropped nor bumped. The customer stated that the pump was not exposed to strong magnetic field.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The motor passed the motor test. No motor error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a missing end cap sticker.